Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and the battery depletion was normal.

Event description:
It was reported that the device did not have pacing output. The device was removed and replaced. No patient complications were reported as a result of this event.